Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sores that have scabbed over. The patient believes the irritation was caused from the EKG stickers that left residue from the hospital. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested using rubbing alcohol to remove the residue. The irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sores that have scabbed over. The patient believes the irritation was caused from the EKG stickers that left residue from the hospital. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested using rubbing alcohol to remove the residue. The irritation improved.